Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s family member reported via phone call that they were taken to emergency room and then hospitalized for high blood glucose on an unknown date. Customer stated that the insulin pump received insulin flow blocked alarm and they changed tubing cannula, reservoir; however blood glucose level went to over 600 mg/dl. Customer was taken to emergency room and experienced symptom such as dehydration and they went home after treatment of fluid. Customer stated that they took insulin pump off and her vision was going and they were getting dizzy, manual injection was used for treatment; however blood glucose level went to 530 mg/dl. Customer stated that they were hospitalized with the blood glucose level of 350 mg/dl and shots were given and again blood glucose level went down. Customer stated that the insulin pump again received insulin flow blocked alert when they were not connected and they changed site, insulin pump was attached and blood glucose level went to 161 mg/dl. Customer stated that the cannula was not bent. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode of insulin pump. Customer was also treated with insulin pump. The insulin pump will not be returned for analysis.